Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl. Patient reported she was awaiting an omnipod 5 pdm replacement as her current pdm had stopped working. She had transitioned to an alternate form of insulin delivery with insulin pens. Symptoms reported include dehydration, dizziness, headache, and low blood pressure. Patient reported also being diagnosed with a urinary tract infection. The patient was treated with IV (intravenous) fluids and insulin. The patient was also prescribed an antibiotic. The patient was released within 8 hours. The pod had been removed prior to hospitalization and patient was currently receiving insulin via insulin pen due to issues with omnipod 5 pdm.